Event description:
I received transcranial magnetic stimulation on (B)(6). I immediately had shoulder pain after treatment. The pain was in my opposite shoulder of treatment (left), where twitching and pulling occurs of the muscles. I was putting pain ointment on the area the morning of (B)(6), and realized my left arm was very swollen and red. I went to urgent care where I was diagnosed with a deep vein thrombosis (dvt-blood clot) in the axillary vein of my left arm. A week later I was still having pain and had a pulmonary embolism in the chest area of where the muscle twitching occurs. I am on a high strength of the machine because I am currently taking 50 mg of trokendi. I think there needs to be a warning on the machine to limit the strength of the machine as this is dangerous.